Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The site alleged that the patient was over-diuresed due to inaccurate readings provided by the cardiomems sensor. Further information has been requested.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The site alleged that the patient was over-diuresed due to inaccurate readings provided by the cardiomems sensor. The patient was hospitalized due to low potassium and magnesium levels and experienced malaise with medication changes. Further information has been requested.